Event description:
Info received indicates the head hydraulic cylinder drifts down.

Manufacturer narrative:
The technician found the cylinder was leaking oil and was bent which prevented the head section from being raised into the high position. The technician replaced the hydraulic cylinder to repair the bed.